Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, while using the rigid video scope, an error e218 was displayed on the video processor and simultaneously, the image had lines in it and turned gray. The issue occurred during a therapeutic laparoscopic cholecystectomy and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Corrected: g4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. However, minor stains were observed under the light guide cover glass and minor scratches on the distal edge. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause; however, cannot be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, while using the rigid video scope. An error e218, was displayed on the video processor and simultaneously. The image had lines in it and turned gray. The issue occurred, during a therapeutic laparoscopic cholecystectomy. And was completed using the same set of equipment. There were no reports of patient harm.